Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 638mg/dl. The mother stated that the customer had a kidney stone and did not know until the customer was admitted. The mother also stated that when the reservoir was removed, insulin was leaking. No further information was provided.